Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event occurred post a spinal kyphoplasty procedure. It was reported that the cement extravasated to l2 lumbar vein and the hcp stopped injecting the cement. Patient had a bacteremia 1 week after procedure; further workup for infection found cement in right ventricle with cement no longer seen next to l2 lumbar spine. No other patient injury / complication was reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. PMA/510k: product identifier is unknown, hence 510k# is not available. If information is provided in the future, a supplemental report will be issued.